Event description:
It was reported that the insulin pump display was frozen. Customer's blood glucose was 6.5 mmol/l. The insulin pump would not do anything and was stuck on the menu screen. This was reportedly the second similar occurrence. The block mode was not in use. The customer changed the battery and was advised to monitor and call back if the issue were to recur.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.